Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they never could program it to the area she needed. The patient stated that she had so much relief when it was first programmer and several different representatives had tried. The patient reported she had kind of given up after several representatives had tried to program for the pain in the groin area. Further information received from the patient reported that they had difficulty stretching their leg to get in or out of the car and they were thrilled after the device was installed to do those things without pain. The patient stated that after about a year it did not seem to work and several people tried to give her relief. The patient reported that she had given up and that if she couldn¿t get help she was thinking to have the device removed.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had pain in the groin when she stretches or straddles her legs open. The patient stated that she never had any falls, accidents or traumas. The patient reported that after a move the device stopped working to address the pain. The patient stated that the pains were not so bad and she was thinking about having it removed. The change in therapy or symptoms was considered sudden. The indication for use was failed back surgery syndrome. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that nothing worked and that they had dealt with the problem for six years. The patient stated that the last two programmers couldn't get it to work where it should and when it was implanted it worked fine for a while.

Manufacturer narrative:
(B)(4) does not apply.

Event description:
Additional information was received from the patient that reported that she hadn't used the stimulator in a couple of years. The last time it was used, the stimulator was tested at the hospital. The patient stated that they did some sort of special test and the stimulator didn't seem to be doing what it was supposed to. It was unknown what was wrong with it, but the patient stopped using the stimulator and put away the patient programmer. The patient was experiencing pain that goes from the muscles from the crotch out towards the knee. When the patient bends that leg out, she gets a lot of pain. If she bends either leg out or has to take a long step or a couple of steps, it stretches the muscle in the groin area and that is what hurts so bad. The patient stated that she had started experiencing this starting about a year prior to the report. It was noted that the patient's brain was getting "short."